Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during bolus delivery. Reportedly, the customer would change the supplies after each occurrence and resume insulin delivery. Reportedly, the customer experienced elevated blood glucose (bg) levels up to 462 mg/dl with moderate ketones. Customer delivered a bolus via the pump to stabilize impacted bg levels. At the time of the report, the customer's bg level was 122 mg/dl. The contact stated that the customer had manual injections as an alternate method of insulin delivery.